Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) power control board assemble found that the reported event was related to an electrical issue. The board did not pass visual inspection. The board has some charring from electrical over stress. Unable to perform system test due to electrical over stress. The reported event was confirmed.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 27-jul-2017 with regards to a FDA request for additional information that provides additional information and findings related to this MDR.

Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the terminal block on the mvs power circuit board (pcb) along with the power cord were damaged, the plug side of the power cord was pulled out and the black wire was pinched. Replacement of the mvs pcb and the power cord resolved the issue. No further issues were reported. Analysis of the returned cord confirmed the electrical damage as it failed visual inspection. A 2 inch section of the power cord was discolored from electrical over-stress. One end of the power cord had been cut and several scratches on the outside of the cable jacket. Replaced pcb was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they smelled smoke. They acquired a 3d spin on the imaging system normally, and then visible smoke and some flames appeared in the back of the mobile view station (mvs) cart. The scan transferred normally to the navigation system without issues. They used another mvs cart to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.